Event description:
Berry, d., haidukewych, g., jacofsky, d., springer, b (2005) total knee arthroplasty for salvage of failed internal fixation or nonunion of the distal femur. The journal of arthroplasty, vol. 20, no. 3, pp: 344-349. Patients experienced device failures, pain, revision surgeries, non-unions, wound complications. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).